Event description:
It was reported that the patient presented to the clinic for a magnetic resonance imaging (MRI) procedure. Prior to the procedure, loss of capture threshold was noted on the right ventricular lead. No intervention was performed. The MRI procedure was scrubbed. The patient was in stable condition throughout.